Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2017, arjohuntleigh received a customer complaint indicating that after patient transfer completion to a bed using maxi sky 600 ceiling lift, while moving the hoist back to the charger, the spreader fell onto the floor. There was no injury reported, neither any patient involvement.

Manufacturer narrative:
An investigation was performed on this complaint. Arjohuntleigh received a customer complaint indicating that after patient transfer completion to a bed using maxi sky 600 ceiling lift, while moving the hoist back to the charger, the spreader fell onto the floor. There was no injury reported, neither any patient involvement. The spreader bar is attached to the end of the ceiling lift strap by special connection located in a spreader bar union tube. The strap attachment pin is fitted through the spreader bar socket and lift strap, and next it is secured by ring inserted through the hole in the pin to avoid its disconnection during use. Please be aware that IFU informs user that before every use, the caregiver must always ensue the strap attachment pin is re-fitted correctly through the spreader bar socket and lift strap, and that the securing ring is correctly inserted through the hole in the pin. The instruction for user includes the images showing the adequate and inadequate attachment of the spreader bar to the ceiling lift strap. Based on collected information, findings made during the inspection of the involved ceiling device, we (arjohuntleigh) have been able to establish that the spreader bar detached due to the lack of ring which should be inserted through the hole in the pin. It is most likely possible that the split ring was not installed when the spreader bar was reinstalled on the lift, or that it had been removed by a person for an unknown reason. Please be aware that during inspection of the device the ring was not found, which confirms our findings. As per the instruction for use that is attached to each ceiling lift device there are required checks that should have permitted to detect the problem before the event occurred. Therefore, it appears likely that a user error, most probably caused by a lack of training, contributed to the incident. When reviewing similar reportable events for maxi sky 600 and similar ceiling lifts, we found only limited number of reportable complaints registered during last 5 years related to an inadequate installation of the pin and/ or split ring - elements that assembly the end of the ceiling lift strap with a spreader bar union tube. Compared to the amount of sold devices (more than (B)(4) on the market) and in comparison to their daily use, the occurrence rate observed for reportable complaints (since 2012 to date) with this failure mode is considered to be very low. Sum up, the root cause of the complaint was found to be an inadequate assembly of the spreader bar by the caregiver as suggested in the device labelling. This particular customer should be re-trained with this instruction. The spreader bar clip that goes through the pin was missing at the time of the incident. From that perspective, it appears the device was not up to specification at the time of the incident. We find this complaint to be reportable to the competent authorities in abundance of caution, due to the potential of serious injury if the incident would to recur - the spreader bar's fall.